Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the mesh had separated from the fascia where massive adhesions that were meticulously dissected. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/8/2022. It was reported that the patient experienced recurrent incarcerated ventral hernia and obstruction following surgery.

Manufacturer narrative:
Date sent to the FDA: 8/22/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.